Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. Customer was assisted with troubleshooting but the display did not return after inserting new battery. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. The motor was found with traces of corrosion per visual inspection. Unable to perform displacement test, self test or verify operational currents and unexpected battery power loss due to blank display anomaly.